Manufacturer narrative:
The problem was resolved by restarting the device. Spacelabs has launched an investigation and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2017 the xhibit central monitor stopped showing waveforms for telemetry patients. No injury was reported as a result of this event.

Manufacturer narrative:
A spacelabs field service engineer arrived onsite for further investigation. The reported issue was identified as not a problem with the xhibit central monitor as initially reported, but with the telemetry receiver. The fse replaced the xtr board onsite. The device passed all tests and was placed back into patient service. This investigation is considered complete and the issue closed.